Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller states that a patient reportedly received the following results on an active meter, compared to lab results, within 10 minutes: 196 mg/dl (meter) and 102 mg/dl (lab). The patient's doctor doubled the amount of medication based on the meter results. It was reported that "the patient was taking tablets two times in a day, and due to the meter's incorrect results the doctor increased the dosage double of that, and as a result the patient was admitted into the ICU." The blood glucose results and type of treatment provided by the hospital was not provided. It is unknown how long the patient was hospitalized. Return of the suspect device was requested for evaluation.